Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited some resistance when withdrawing the guidewire from the lumen of the lead. The guidewire was able to be withdrawn but with a slow and steady motion due to resistance. There was a "crimping" effect on the lead body at times when the resistance was occurring. The lead parameters were checked after the occurrence and there was no change in parameters compared to before the guidewire was removed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.